Event description:
Although this problem occurred twice with the same possis product, as it is a single use item, employees threw away the identifying information the 1st time and it is now the 2nd time that I have identifying information for the manufacturer. These events have occurred and have been recognized before patient involvement. The possis pump needs priming and it is in the priming setting that the pliable covering rips over the little bulb. Taking a second possis pump has worked out so there has been no patient involvement. We have called the company rep regarding this problem on both occasions.